Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos sample were provided to our quality team for evaluation. During visual inspection, the catheter bent and covered observed. We are unable to confirm the exact location of the damage. No other damage was observed. A device history review could not be completed as no batch number was provided. Based on the quality team's investigation, it was determined that the probable root cause for this defect is user related. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
Exactly 6 months ago, my mother underwent a surgical procedure for placement of the pleurx drain. Everything was going great until today by an accident, the drain was punctured. I already contacted the doctor, and with his guidance I made a fold in the drain to stop the liquid leak. He suggested a silicone glue to plug the hole, but would like to know from the manufacturer if there is any other way we can save the drain. 11/25/2022: add info received. "Thanks for the feedback, but considering the urgency of the case, I decided, with the advice of the doctor, to replace/exchange the pleurx system. My mother underwent the procedure yesterday ((B)(6) 2022) and everything went well. I clarify that the damage was caused by me, who accidentally cut the drain.". 11/25/2022: add info received. Gbugliani "thanks for the feedback, but considering the urgency of the case, I decided, with the advice of the doctor, to replace/exchange the pleurx system. My mother underwent the procedure yesterday ((B)(6) 2022) and everything went well. I clarify that the damage was caused by me, who accidentally cut the drain.". Based on this, the questions below were already answered: how long has the catheter been in place- 6 months. How was the issue resolved? The device was replaced. 12/12/2022: add info received. What is the batch of the product? I do not have such information. The system was inserted by hospital albert einstein if there is no batch information, what is the volume of pleurx? 1 liter. Was there any impact on the patient? (Detail) fortunately, the accident did not cause damage, considering that it was promptly replaced. Could you forward photos and/or videos that show the event with the product? Attached is a photo of the drain bent where it was perforated. Which components were damaged? The bottle/vial or the pleurx catheter? The catheter. As I explained earlier, the accident was caused by me, who, when removing a gauze placed to fix the drain on the side of the chest, cut it with scissors. Where was the catheter located? Abdomen or chest? Chest.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Exactly 6 months ago, my mother underwent a surgical procedure for placement of the pleurx drain. Everything was going great until today by an accident, the drain was punctured. I already contacted the doctor, and with his guidance I made a fold in the drain to stop the liquid leak. He suggested a silicone glue to plug the hole, but would like to know from the manufacturer if there is any other way we can save the drain.